Event description:
It was reported, that the colonovideoscope monitor is not displaying an image. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment full name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported malfunction was confirmed. Based on the results of the investigation, it is likely that that the cause of the event was a faulty power supply unit. Olympus will continue to monitor field performance for this device.